Event description:
It was reported that the threads on the straight inserter handle from g7 efficient tray broke off. No patient or procedural impact. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
Based on the investigation results, the event has been reassessed as not reportable as the device was found worn and not fractured. This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the shaft has scuffing. There is gouging under the strike plate along with impact marks to the top of it. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Based on the investigation results, the event has been reassessed as not reportable as the device was found worn and not fractured.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned, it was actually discarded.